Manufacturer narrative:
The reported event of helix mechanism anomaly was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clean. Visual inspection of the lead did not find any anomalies. The helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length measured to be within specification.

Event description:
Prior to an implant procedure, the physician tested three right atrial (ra) leads and one right ventricle (rv) lead and found that the helix of all four leads was unable to fully extend. The implant procedure was not performed at this time. The patient was stable and will be reassessed for implantation at a later time. Manufacturer reference number: 2017865-2021-36476; 2017865-2021-36477; 2017865-2021-36478.